Event description:
The lay user / patient contacted lfs alleging black marks on lcd screen of their ultralink meter. The pt did not exhibit any symptoms or seek any medical intervention due to the reported issue. The patient denied any meter trauma. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported due to the black marks on the meter display.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.